Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. Further information was requested, but not yet available.

Event description:
Related manufacturer reference number: 2017865-2025-11109. Related manufacturer reference number: 2017865-2025-11110. Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. However, patient ended up passing away due to complications from pneumonia before device could be explanted. It was unknown if there were any allegations that infection was related to the abbott system or any procedures. Further information was requested, but not yet available.